Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame (B)(6) 2016 through (B)(6) 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame november 1, 2016 through january 31, 2017.

Manufacturer narrative:
Exemption e2013025. The total number of events for product classification code otp is 184. Qty 27- avaulta plus biosynthetic support system. Qty 39- avaulta plus biosynthetic support system- anterior, sterile. Qty 31- avaulta plus biosynthetic support system- posterior, sterile. Qty 59- avaulta solo biosynthetic support system- anterior, sterile. Qty 27- avaulta solo biosynthetic support system- posterior, sterile. Qty 1- unknown bmd women¿s health mesh product. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.

Event description:
Feb 2017 asr.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2016 to january 31, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame november 1, 2016 to january 31, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.